Event description:
It was reported that at follow-up high pacing impedance and capture threshold were noted after previously being steady for last 3 years. Externalized conductors were observed at the proximal portion of the lead, at revision. This may have occurred while the physician was handling the lead. Lead was capped.